Manufacturer narrative:
(B)(6). The device was not returned, so no analysis was conducted. The manufacturing date is not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the cranial software was turned on and the software showed "localization not connected". The camera's power led was on/steady, the camera status led was on/steady, the camera's error led was also off. The scu was checked and the scu led was amber/steady. The navigation system was rebooted, the cranial software was started and the optical could work. The scu led was green/steady. There was no patient present when this issue was identified.